Event description:
Outbound. Veletrl cassette 30% full started alarming, screen read no disposable pump wont run, would not run on either pump, mixed new cassette, same issue, would not on either pump, replacement sent. No further details provided.